Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 302 failure code was confirmed and not reproduced during product evaluation. The root cause was not identified. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding the pump failed '401:317'. Bezel assembly was changed and pump passed subsequent testing.

Event description:
The facility reported a colleague infusion pump with failure code 302. It is unknown when or in which care area this event occurred. This condition may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.